Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half and both pieces were returned. The device had many nicks and gouges in the surface and burrs on the threads. The device exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during procedure the device split in two pieces over the incision. Pieces fell and were retrieved. No delays reported. Backup device available. No more information available.